Manufacturer narrative:
The reported complaint that the prime switch of the thermogard xp ivtm system (sn (B)(6)) was not functional was confirmed during functional testing at the customer site. The root cause of the reported complaint was the malfunctioning prime switch, most likely attributed to the age of the device. The thermogard console was manufactured in june 2012 and is over 11 years old, well beyond its expected service life of 5 years. Visual inspection did not show any apparent physical damage to the thermogard console. Event log data review showed no significant discrepancies or error messages. The thermogard console failed the initial functional test as the prime switch was non-functional and difficult to press, confirming the reported complaint. The thermogard console was tested with a known-good prime switch to check the electronic connections functionality. The console passed testing with the known-good service part. Therefore, the faulty prime switch assembly and the prime switch cover were replaced to remedy the problem. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During device check, the customer noticed that the prime switch of the thermogard xp ivtm system (sn (B)(6)) was not functional. The customer placed this console out for service. No patient involvement.